Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this rv lead was capped on 1/30/18 due to high pacing thresholds and loss of capture.